Manufacturer narrative:
The device referenced in this report has not yet been received by olympus for evaluation (although it is anticipated). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported by the customer, during a sphincterotomy using a single use 3-lumen sphincterotome v, the blade broke off of the proximal end (and did not fall into the patient). This occurred during the second cut. There was a delay of a few minutes while another sphincterotome was obtained. The procedure was successfully completed with the second sphincterotome. There were no adverse effects to the patient as a result of this occurrence.

Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the device evaluation and legal manufacturer's final investigation. G2 - checked 'other' to add country italy. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation found the cutting wire was broken, the broken portion near the coated portion was scorched and melted and the broken portion of the other side was in the tube hole. The cutting wire and the coated portion dimensions were inspected. The cutting wire was missing approximately 16.0~17.0 mm. The length of the coated portion of the cutting wire presented no abnormalities. The outer diameter of the cutting wire was measured and no abnormalities were presented. No other abnormalities were confirmed except the breakage of the cutting wire. Based on the results of the investigation, the cause of the blade breakage and detachment of the cutting wire from the device likely occurred from one of the following mechanisms: 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire near the coated portion to break. 5. The cutting wire was broken at the distal side and fell off due to contact the metal part of the forceps elevator when extracting the device from the endoscope. The specific root cause of the breakage and detachment could not be determined at this time. The following information is stated in the instructions for use of the device which may have prevented the event: "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur." Olympus will continue to monitor field performance for this device.